Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 502 mg/dl and high ketone levels; cause was unknown. Healthcare provider identified the ketone value as dangerous/life threatening. Customer delivered a correction bolus on their own to attempt to correct bg and then was administered an injection by hospital staff. Customer was discharged the following day with the issue resolved and no permanent damage. A full pump system check was performed and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.